Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported a device with a "communication error¿ message and a red blinking light. Although requested there was no further information provided by the customer.